Event description:
Pregnant pt admitted with diagnosis of uterine contractions , r/o preterm labor. Ega 31 weeks. Brethine s0 given. Magnesium oxide p.p. X1 dose, then d1 drip ordered. Rate of mg drip to be 37.5cc/hr. 1000cc bag hung at 1830. Bag #2 hung at 0600. Dummy fluids were hung to check flow rate on co pump after removed from pt's room. Fluid noted to conithue to drip even with pump turned off. Pt synptomatic.